Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan alleging the apply sample message does not go away when blood is applied to the test strip. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said the issue started a day prior at 8 pm. The patient did not take any action regarding management of diabetes due to the issue. The patient said that one day after the issue started, he had low blood sugar and pain in the kidney. He denied receiving any treatment. It is noted that the patient self-adjusts his insulin. It would be helpful to know how the patient manages his diabetes based on the meter readings, what he did during the time that he could not test, and whether he would have done anything differently had he been able to test on the meter. It was determined during the troubleshooting telephone call, the patient's technique for sample application was correct. The test strips drew the sample into the test area. The issue is not resolved by retesting with a new vial of test strips. Although details of the patient's treatment regimen are unknown, this complaint is being reported because the patient alleged the apply sample icon appeared on the display and suffered hypoglycemia after the issue started.